Manufacturer narrative:
Medwatch fields d1 brand name and d4 catalog no were updated. The field service engineer checked the analyzer and could not duplicate the issue. The customer ran qc and repeated patient samples. No further discrepancies or errors were found. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was an allegation of questionable ise indirect gen 2 sodium results from the cobas 6000 c 501 analyzer. The initial result was 160 mmol/l and the repeat result on the same analyzer was 135 mmol/l. The sample was repeated on an integra 400 analyzer and the result was 134 mmol/l. The repeat result was believed correct.

Manufacturer narrative:
The analyzer serial number was (B)(6). The investigation is ongoing.